Event description:
During procedure nav st sf catheter was inserted and high contact force error was reported. Catheter was removed and another catheter was used. Second catheter also reported same error. Second catheter also removed with no harm to patient.